Event description:
Customer reported via phone, she was hospitalized due to high blood glucose. Customer's blood glucose was not checked nor was she given any insulin. Customer knew she didn't have any insulin so she was not able to have any insulin pump supplies. Customer stated the hospital declined to treat her and informed her to go back when she had diabetic ketoacidosis. Customer also reported the insulin pump was alarming no delivery but she declined troubleshooting. Customer is not returning the insulin pump for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.